Event description:
It was reported that the patient presented via remote transmission. Upon review of the transmission, the pacemaker exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.